Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Analysis determined the device battery never triggered the elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, due to the maximum settings used for the left ventricular channel the battery life of this device was reduced. Any (even slight) changes in factors as pacing rate, amplitude, pulse-width and lead impedance will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly. In summary, it was determined that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered the elective replacement indicator (eri) earlier than expected. The crt-p was explanted due to a possible premature battery depletion (pbd). A new device was implanted at the procedure. No additional adverse patient effects were reported.